Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous atrioventricular branch to the proximal right coronary artery (rca). After a non-bsc guide catheter and guide extension catheter were advanced, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but the stent was caught inside the guide catheter. The device was removed and it was noted that the mid stent was lifted. The procedure was completed with a 3.00 x 38 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage. Stent struts on rows 14-23 from the distal end of the stent were damaged and deformed. Struts 1-4 from the proximal end of the stent were damaged. Some of the distal struts were pushed over the distal markerband. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum stent profile was found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous atrioventricular branch to the proximal right coronary artery (rca). After a non-bsc guide catheter and guide extension catheter were advanced, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but the stent was caught inside the guide catheter. The device was removed and it was noted that the mid stent was lifted. The procedure was completed with a 3.00 x 38 non-bsc stent. No patient complications were reported.